Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of 51mg/dl, resulting in aggravating customer's existing neuropathy. Reportedly, customer was delivering a bolus without consuming the intended carbohydrates. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, customer reverted to manual injections for insulin therapy.